Manufacturer narrative:
This report is submitted on february 09, 2017.

Event description:
Per the patient's surgeon, the patient experienced non-auditory sensations and pain with device use. Subsequently, the device was explanted on (B)(6) 2017.

Manufacturer narrative:
This report is filed on march 03, 2017.